Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube sst plh 13x100 5.0 plbl gold br there was hemolysis, poor barrier separation of sample and clogged/blocked instrument probe. The following information was provided by the initial reporter and translated to english. The customer stated: there have been several evidences of hemolysis; the gel is not separating and the clogs are jeopardizing the patients which require multiple sample collections."

Event description:
It was reported when using the tube sst plh 13x100 5.0 plbl gold br there was hemolysis, poor barrier separation of sample and clogged/blocked instrument probe the following information was provided by the initial reporter and translated to english. The customer stated: there have been several evidences of hemolysis; the gel is not separating and the clogs are jeopardizing the patients which require multiple sample collections."

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for hemolysis was observed. Poor barrier separation or fibrin was not observed in the photo. One video was provided but was unable to be attached to this complaint and was shared via email. The video does confirm for poor barrier separation, fibrin, and hemolysis. It was also observed in the video, one of the tubes had the presence of additive in the wall of the tube, indicating that the blood was not properly mixed with the additive. Additionally, 195 retention samples of the incident lot were selected from bd inventory and inspected visually, with no defects being observed. Further clinical testing was also performed on retention samples: no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure hemolysis/poor barrier/fibrin, because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of fibrin and hemolysis through corrective and preventive actions. This complaint has been confirmed with respect to hemolysis and fibrin based on the corrective and preventive action (CAPA) 1654520 opened as well as the photo and video provided. This complaint has been confirmed for poor barrier separation based on the video provided. Testing of retention samples was satisfactory. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.